Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as mitral stenosis was noted. It was reported that on (B)(6) 2018 a mitraclip procedure was performed for severe functional mitral regurgitation (mr). Two mitraclips were successfully implanted. During the one month follow-up, trivial mr was noted. On (B)(6) 2018, an echocardiogram was performed. Reportedly, there was no increase in mr, however, the mitral valve mean gradient pressure was noted at 6mmhg. There was no reported device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on this information the definitive cause for mitral stenosis could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.